Event description:
The unit was reported to have sparked. The unit was replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed discrepancies in the right angle power extension cable. The wires leading into the male side of the connector jack were broken through the insulation and worn apart. The state of the cable caused disconnection of unit power. A replacement right angle cable was substituted to power on the unit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The cause of the reported event was determined to be due to the damaged cable.